Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6) 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 200-02-32 - three peg patella 32mm. H6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the left knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain and suffering. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.